Event description:
It was reported that the clinic received a wireless alert notification with high urgency eleven hours after the patient was shocked. It was further reported that the patient died later the same day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This is one of five reports associated with this event: 6000094000-2011-02219, 2649622000-2011-16757, 2649622000-2011-16758, 2649622000-2011-16759. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This is one of five reports associated with this event: 6000094-2011-02219, 2649622-2011-16757, 2649622-2011-16758, 2649622-2011-16759.